Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a leak at the attachment of the distal tube into the laser tubes -- a break in the integrity of the tube itself. There was no patient injury/harm.